Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported shaft bend/kink was confirmed. The reported balloon rupture was not confirmed. The reported inflation and deflation difficulty/failure could not be tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the xience xpedition stent delivery system (sds) reached the 70% stenosis, non-tortuous, highly calcified, proximal left anterior descending coronary artery (lad). It took awhile to fully inflate when the pressure was being increased. At six atmospheres, the sds balloon did not appear to inflate on fluoroscopy. At ten atmospheres, the contrast shot into the balloon and started opening the stent. The balloon was taken to twelve atmospheres for thirty seconds and the stent appeared fully apposed with this single inflation. Approximately 30 to 45 seconds was allowed for the sds balloon to deflate, but the balloon would not deflate. This was noted on fluoroscopy and no attempt was made to withdraw the sds. The sds was inflated and attempted to be deflated again, but still would not deflate. The sds was deliberately inflated to the rated burst pressure (rbp) and the balloon ruptured. The sds was removed from the anatomy and a kinked shaft was noted. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.